Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would request to prime twice after set change. The customer reported that the insulin pump tends to time out. The customer stated that they did not received compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime fill anomaly or timing out was noted. The drive support disk was inspected and no anomalies were noted. The pump was received with cracked battery tube threads and minor scratches on the lcd window.